Event description:
In 2008, the pt reported that over the past 2 months he has been experiencing air bubbles in his infusion tubing which leads to elevated blood glucose. He stated that the air bubbles appear 2-3 hours after the insulin cartridge and infusion tubing are changed. He stated that today his blood glucose was elevated to 247 mg/dl and there were air bubbles present in the infusion tubing. He stated that there did not appear to be any issues with the infusion device (competitor product). He primed the air from the infusion tubing and bolused 2.5 units of insulin. His blood glucose lowered to 109 mg/dl. His normal blood glucose range is 120-170 mg/dl. He stated that he changes the infusion site every 3 days and the infusion tubing every 9 days. He was advised to change the infusion site every 2 days and the infusion tubing every 6 days. Upon follow up on the following month, the pt stated that he began filling his insulin cartridge differently and "things are now going much better." The pt did not require medical assistance from a health care professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.